Manufacturer narrative:
Concomitant product(s): a d314trg ICD, implanted: (B)(6) 2013. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the left ventricular capture threshold is variable, but has averaged 3.26 volts since (B)(6) 2016. There is no discernible upward trend. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion due to elevated thresholds on the right ventricular and left ventricular leads. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.